Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, label printer was not printing after the upgrade the previous day. I rebooted both the system and the printer. The printer then printed one label and fed out a very long label without cutting it, and red lights appeared on top of the printer. This issue occurred twice. The barcode was printed on the label even though it was not supposed to print, and the barcode was unreadable.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.